Event description:
It was reported that during lens preparation process, one of the haptics of the intraocular lens (iol) came out twisted around the plunger when advancing the plunger. The iol was discarded. There was no patient involvement as there was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1: email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.